Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 11//25/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 12/02/2015 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. - no further issues have been reported.

Event description:
A medtronic ent representative reported that, while on-site working with their navigation system and selected exit to leave the ear, nose & throat (ent) software, the navigation system went to a black and white logo screen and remained there for three minutes. The medtronic representative performed a hard shut-down, re-booted, and normal function was restored to the navigation system. Issue resolved. There was no patient present when this issue was identified.